Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the patient returned eight days after the index procedure and presented with a limb occlusion. The physician placed the patient on thrombolytic medication and the issue was resolved. No additional clinical sequelae were reported and the patient is doing fine. The patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows; the patient underwent a thrombectomy and had a stent implanted. Patient is doing fine.